Manufacturer narrative:
(B)(4). The field service representative (fsr) was at the customer facility performing preventative maintenance, when he discovered the note left by the perfusionist on the system that said "level sensor turned pump off". He performed verification and release testing to level sensors and was not able to duplicate the problem. Level sensors are working as intended. They are within manufacturer's specifications and ready for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump had shut down due to level sensor alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.